Event description:
It was reported that inflation could not be maintained on one (1) m8lpc, specialized low pressure double cuffed (stoma & distal) tracheostomy tube. It is unk how long the device was in use when the inflation problem was detected. Previous info received indicates that standard practice is to test inflation prior to insertion. It was also previously reported that multiple devices are used and rotated once a week, cleaned in soap and hot water, then soaked in full strength h2o2 and reused. Reported cleaning practice on these devices is contraindicated to the device labeled instructions for use. Pt and homecare nurse have been sent the tracheostomy tube adult home care guide and video to review. One (1) m8lpc device was returned to the MFR for analysis and investigation. There was one (1) pt involved with no reported pt compromise.